Manufacturer narrative:
Age/date of birth: unknown. Date of event: unknown. Serial number: unknown. Expiration date: unknown. If implanted, give date: unknown. If explanted, give date: unknown. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol), a 30.0 diopter was explanted several weeks after implant (dates unknown) due to a result of -1.00 instead of plano as planned. The doctor explanted the lens and implanted a 29.0 diopter lens; where he was hoping for a result of -0.25 but in fact, the result was -1.00 again. The doctor indicated that one of these lenses was not accurately labeled. The patient also pointed this out. It was reported that the patient was doing well after the surgery. No medications were prescribed and no further patient follow ups was indicated. There was no loss of best corrected visual acuity (bcva). No further information was provided. This report represents the explanted lens. A separate emdr will be filed for the replacement lens.